Event description:
In 2002, the patient was referred for cardiac catheterization. The index procedure identified one 28mm long lesion located in the proximal circumflex (cx) artery with 95% stenosis and a 2.75mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of a 3x32mm study stent. The residual stenosis was 0%. The patient was discharged two days later on protocol doses of plavix and asa. In 2005, 1024 days following the index procedure, the patient presented to the ER complaining of chest pain, shortness of breath, nonproductive cough, chills and low grade fever. Initial examination found the patient to be hypoxic; pulmonary infiltrate on her chest x-ray was consistent with pneumonia. The patient was also found to have abnormal ECG and cardiac enzymes that met protocol definition of a myocardial infarction (mi). She was admitted by the pics service with underlying evidence of early sepsis and septic shock from the pneumonia. Throughout her hospitalization, she was treated aggressively with IV fluids and antibiotics. The patient was transfused 2 units of packed red blood cells (anemia felt to be a chronic condition). Per the discharge summary, the patient's non-q wave mi was secondary to her hypovolemic state. The patient's condition improved and she was discharged 10 days later on plavix. Per the investigator, the relationship of this event to the device is "unknown" and that the event was "probably" related to the patient's co-morbid prior condition. It was noted that between the index procedure and this event, the patient experienced the following two events: 2002: heart rhythm pauses and in 2004: congestive heart failure.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4571667 found that the device met its material, assembly and product specifications, at the time of release to distribution.